Manufacturer narrative:
H.6 investigation summary: investigation summary: scope of issue: the scope of issue is only limited to facscalibur 4 clr basic sensor, part # 343202, serial # (B)(6). Problem statement: customer reported complaint regarding biohazard liquid not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 23aug2021 to 23aug2022. Complaint trend: this are 6 complaints related to the reported issue. Date range from 23aug2021 to 23aug2022. Manufacturing device history record (DHR) review: DHR part # 343202 serial # (B)(6), file # (B)(4), (B)(6) calibur, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard liquid not contained within the instrument was a clog in the dcm (droplet containment module) line. This tubing line is used to help aspirate waste to the waste tank, but any clogs or debris will contribute to leaks or backflow. The customer reported an issue whereby there was a drip from the sip (sample injection port) with the arm to the side. The field service representative (fsr) confirmed that there was a clog in the dcm line. The fsr proceeded to flush the dcm line between the flowcell and the dcm pump and between the dcm pump and the waste tank using a syringe. After performing the flushing of the line, the sit (sample injection tube) had no further dripping. The issue was resolved by performing the flush. After the repair, the instrument was tested and was performing as expected with no further leaks. Although the leak was biohazardous, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured. Users should wear proper ppe (personal protective equipment) especially handling biological waste as stated in the calibur¿s IFU (instructions for use). Proper daily and monthly cleaning procedures can be found in there as well. Both information can be found in the bd facscalibur¿ instructions for use, 23-12911-02 rev. 1/vers. A, starting on pages 60 and 173 (maintenance). Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 1998. Defective part number: n/a. Work order notes: subject: drips with arm to the side. Problem description: drips with arm to the side. Likely clog in the dcm line. Work performed: using a syringe, flushed the dcm line between the flowcell and the dcm pump and between the dcm pump and the waste tank. After flushing the line the sit no longer dripped. No calibrated equipment used. Cause: clog in the dcm line. Solution: the reported issue has been resolved by flushing the dcm line. The instrument is operating as intended and is testing without errors. I have returned the instrument to the lab for normal use. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 342973ra, rev. 04/vers. D, bd facscalibur product family risk analysis was reviewed. This file did not contain the appropriate hazards and mitigations, and an ecr has been created to assess additional hazards and their risk levels. Ecr # (B)(4) has been created and will revise the existing document to include causes, mitigations, and risk ratings for failures due to clogged dcm line. Root cause: based on the investigation results the root cause of the biohazard liquid not contained within the instrument was a clog in the dcm (droplet containment module) line. Conclusion: based on the investigation results, the root cause of the biohazard liquid not contained within the instrument was a clog in the dcm (droplet containment module) line. The fsr confirmed the issue and flushed the dcm line using a syringe. After the repair activity, the instrument was tested and was performing as intended. No one was harmed or injured, and no further leaks occurred. Supporting document: n/a.

Event description:
It was reported that while using bd facscalibur¿, there was a leak of biohazard not contained within the instrument. (B)(6) on 30 aug 2022 (ist) : information from smax checklist (B)(4). Was the leak fluid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. "Was the customer/bd personnel physically in contact with the fluid? No. Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin.".

Event description:
It was reported that while using bd facscalibur¿, there was a leak of biohazard not contained within the instrument. (B)(6) 2022 (ist) : information from smax checklist wo-02587102 was the leak fluid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No. Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.